Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, stained address and serial number label.